Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 19-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 361, 320, 362, 181 and 202 mg/dl. Customer was also comparing results to another device stating the meter results were higher; actual meter to meter comparison results were not provided. The customer¿s expected morning fasting blood glucose test result range is 175-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 372 mg/dl and 363 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/19/2022 and test strips were opened three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).